Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting rapidly and had to be charged frequently. There was no reported impact to the customer's blood glucose. No additional information regarding the event was provided by the customer.